Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer experienced symptoms of "high or low sugar due to an errc-4 message". Customer also reported having "nausea, a headache and feeling shaky". Customer didn't take anything for her treatment. There was no report of death, serious injury or third-party medical intervention.